Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. It was also reported that the patient at some point that the sales rep not aware of, started to complain of pain. Another surgeon in the orthopedic group did a work up and concluded that the tibial tray had become loose and slightly subsided. He also suspected the femoral component didn't have enough external rotation. He decided to revision both the tibia and femur. During surgery, the surgeon removed the femur, which was well fixed. He then removed the tibial component with ease. There was no cement attached to the backside of the tibial tray. The surgeon proceeded with the remaining rt tka revision procedure utilizing attune rp revision. Doi: (B)(6) 2018; dor: (B)(6) 2019; right knee.